Event description:
It was reported that low defibrillation impedance was noted on the right ventricular lead. Programming changes were performed to resolve the issue. The patient condition was stable.